Event description:
It was reported that the atrial lead warning was triggered due to low impedances. It was noted that the same day the lead warning was triggered the patient had open heart surgery. The impedance returned to normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.